Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, the physician was unable to get the right atrial lead set screw to disengage from the device. A bone rongeur was used to break away the back side of the header and tap set screw to try and salvage the lead. The lead was successfully removed from the generator however, the set screw would not disengage. After multiple attempts to free the lead from the set screw, the pin of the right atrial lead broke off. The physician decided to cap the right atrial lead. The patient was in stable condition.